Manufacturer narrative:
Soring group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump appeared to hesitate when the flow rate was adjusted, and completely stopped on one occasion. Function was regained by adjusting the flow again and the pump was used for the remainder of the case. There was no report of pt injury. The investigation is ongoing. A follow-up report will be filed when the investigation is completed.

Event description:
Sorin group (B)(4) received a report that s3 roller pump appeared to hesitate when the flow rate was adjusted. Function was regained by adjusting the flow again and the pump was used for the remainder of the case. There was no report of pt injury.